Event description:
It was reported that the patient was referred for generator and lead replacement due to high lead impedance and due to battery depletion. The patient had generator replacement on (B)(6) 2017, and impedance was within normal limits after generator replacement. The lead was not replaced. No additional relevant information has been received to date.

Event description:
It was clarified that there was no impedance issue and it was initially reported in error. The reason for referral was only for generator replacement, rather than generator and lead replacement.